Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system console was selected for use. During preparation, there was no rpm display noted on the panel. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Upn ¿ corrected from unk605 to h802220200381. Device evaluated by MFR: the device was returned for analysis. The console was tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode, or maximum turbine rotational speed could not be read from the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause has been determined to be wear and tear. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system console was selected for use. During preparation, there was no rpm display noted on the panel. There were no patient complications reported and the patient's status was stable.